Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the procedure was done in (B)(6) 2025. Later the implant broke. It was further reported, the patient will require revision. No further information provided. Upon review of the provided x-rays, broken implant was identified as gamma 4 nail.